Event description:
It has been reported that after restarting the allura system, the system did not start up. The screens were black. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the screens are black after restarting the room. The fse performed the troubleshooting action and found that the host did not start and replaced the host pc as part of trouble shooting. After replacement of host pc, the system was returned to good working condition. The codes were updated based on the investigation outcome. The problem code was corrected.